Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was pt says that they are having a lot of pain and says its been happening on and off, but today my back is really killing me". Pt can feel stimulation but its not helping. Pt also said its been taking too long to charge the last 3 weeks. Pt says "one day I will wake up and it doesn't feel right then other days its ok". I asked when this originally started, and pt said its "been on and off since I met with someone" and says this was a mdt rep. Pt confirmed the issue is the same issue from when they called last (rtg0129501). Pt confirmed the event date from that call is still valid (year valid- (B)(6) 2020). Pt had told us during that call that they had made a rep aware of this roughly two months before they called pats (2020). The caller was redirected to rep.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant had not been covering the patient's pain any longer for about 2 months. The patient stated that roughly 2 months ago he met with two manufacturer representatives for reprogramming and it was discovered that one of the leads had moved. The patient tried out new programming but starting about 2 weeks ago he started having a lot of pain in his hips and down his left leg. Patient had tried all of his groups and had tried increasing stimulation but this didn't resolve issue because when patient increased stimulation enough to cover pain this was draining his implant battery so quickly that he was having to charge his implant battery every day. See the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.